Event description:
Dealer states that the bearings went bad in the rear wheels. He states the wheels were put on only about 3 weeks ago and the bearings are bad already. Dealer is going to get his order number to process a warranty transaction. No further information provided.